Event description:
Potential for injury associated with toed-out wheels on an l-4r scooter. This event could cause the product to make unintended and erratic movements and possibly cause injury to user or bystander, or leave the user stranded.